Event description:
It was reported that when patient presented to the clinic for a routine exam, device was unable to be interrogated. Different programmers were used in different rooms however device was still unable to be interrogated. Patient was unable to transmit remotely via merlin.net transmission since (B)(6) 2016. Device telemetry test connected was unsuccessful as well. Device was explanted and a new device was implanted. Patient was stable.

Event description:
New information received: patient visited the clinic on (B)(6), 2017 and the device was unable to be interrogated due to failed telemetry connection. Furthermore the device had premature end of life indicator indicating premature battery depletion. No further device information available.

Manufacturer narrative:
Premature battery depletion was confirmed by analysis. Bench testing on the device was performed, and no sources of high current were noted. In further analysis of the battery, lithium clusters were observed, but at the time of analysis the clusters did not appear to be in a location or size that would be sufficient to cause an internal short of the battery. As a result, the cause of the premature battery depletion could not be conclusively determined. However, from these analyses, in the absence of other root causes, it is probable that the premature battery depletion was caused by a lithium cluster induced short circuit. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.